Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, customer reported a fluid leak at the wash station area of the dxc 600 pro instrument. Customer stated that fluid was shooting out of the wash probe and spraying up under the shield. The vacuum accumulator and waste sump were full, and needed to emptied by the customer. Customer also cleaned float switch and reseated the float switch sensor, but this did not resolve the issue. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and identified a leaking wash tower probe. Fse replaced the wash tower probe and this resolved the leak. The service activity performed was verified to meet the specified requirements per established procedures.